Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she went to the hospital because they she experienced high blood glucose. Customer was treated intravenously at hospital, but said she used her insulin pump as well as per she contacted her doctor and was informed that her blood glucose was not that high like other patients. Customer mentioned that she was using auto mode feature at the time of incident. Customer reported blood glucose of 240 mg/dl and 150 mg/dl. Customer did not wanted to proceed with troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.